Event description:
Related manufacturer reference number: 3006705815-2025-20473, 3006705815-2025-20474. It was reported during a procedure on (B)(6) 2025, a hematoma was found in the pocket site. Surgical intervention was undertaken to address the issue. Patient recovered post-op.

Manufacturer narrative:
The patient got a hematoma in the ipg pocket was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.